Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed and pump stop events was confirmed via the provided log file. The provided log file contained data spanning 28 days (B)(6) 2020 per time stamp). Multiple low speed events were observed throughout the log file, with speeds reaching as low as 0 rpm. These events could be indicative of driveline damage, which were addressed in MFR # 2916596-2020-04630. No atypical events related to the system controller were observed throughout the log file. The system controller (serial number (B)(6) was not returned for analysis, as the controller was not related to the root cause of the low speed/pump stop events. To date, the system controller (B)(6) is unavailable for analysis. As a result, this complaint file will be closed with no further actions. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 11/13/2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were driveline disconnected alarms on (B)(6) 2020. Pump stop, low speed and driveline damage/ repair are reported under MFR # 2916596-2020-04630.